Manufacturer narrative:
The customer¿s report that the set leaked from the filter vent while priming was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Examination under magnification observed areas of the 0.2 micron adult filter's lower vent membrane not being adhered to the filter (as compared to the upper vent membrane). Functional testing confirmed leaking from the lower filter vent. The cause of the leak was due to an area of the filter's lower vent membrane not being adhered to the filter. The root cause was due to a supplier manufacturing issue. The device history record search for model 20350et lot 19085494 shows the set was manufactured on 30aug2019 for a total of (B)(4) units. There was no related quality notification issued during the production build of this set.

Event description:
It was reported that the tubing set leaked from the round disk on the filter during priming of normal saline, before it was connected to the patient. Event occurred in outpatient infusion center. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set leaked from the round disk on the filter during priming of normal saline, before it was connected to the patient. Event occurred in outpatient infusion center. There was no patient involvement.